Event description:
Rptr states, "after the femur, tibia and patella were cemented, the surgeon attempted to impact the tibial insert onto the baseplate. The insert would not lock down onto the baseplate. After several attempts without success the decision was made to try a condylar insert. The insert was then impacted onto the tibial baseplate with some difficulty. The condylar insert was locked onto the baseplate." There was no adverse consequence to the pt due to this event.

Manufacturer narrative:
The examination results, although inconclusive in the absence of the event baseplate, suggest that this event is not device related but rather is associated with intra-operative procedures.